Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to a hospital after a ventricular tachycardia (vt) episode. The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. The provided data was reviewed and showed that the device may have inappropriately sensed the timing of patient premature ventricular contraction (pvc) beats which led inappropriately pacing on the t wave inducing a vt arrhythmia. Ts recommended device programming optimization and further evaluation. The device remains in service. No additional adverse patient effects were reported.